Event description:
It was reported the patient presented after an unrelated fall. It was discovered the left ventricular lead had dislodged. While attempting to reposition the left ventricular lead, the physician was unable to track wire to gain access. The left ventricular lead was explanted. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and failure to advance the stylet/guidewire. A complete lead was returned in one piece. The reported event, failure to advance the stylet/guidewire was confirmed. Analysis found blood on the distal tip. X-ray examination found the stylet/guidewire to be obstructed and further analysis found that the obstruction was due to blood in the inner coil. The s-curve hump height was measured to be within product specification. The cause of the failure to advance the stylet/guidewire was due to blood in the inner coil.